Event description:
This is an extremely dangerous and horrible product./ this alarm was purchased from (B)(6). After receiving the alarm, I practiced it with my daughter so she knew what to expect when the alarm went off in the middle of the night. My daughter is a special needs girl and needs help. I slept in the same bed with my daughter so I could help her at night in case something happened. My daughter is a very deep sleeper. The first night this alarm worked well. She wet the bed and it started beeping right away. My daughter didn't wake up, but I did. She complained that it is too bulky and uncomfortable for her to put on her pajama top as the instructions say. So I decided to place the alarm on her pant where one would place the belt buckle. In the middle of the night, my daughter mumbled and started crying. The alarm felt warm and I got up with surprise to find that the alarm was burning hot. I got scared and threw it on the floor and immediately woke up my daughter to see if everything is fine. Unfortunately she suffered burns on her belly from the use of the alarm. She is a special needs kid and if were laying alone on the bed, I wonder what might have happened to her. Thinking of this terrifies me. I am disappointed that I purchased something so dangerous for my daughter.